Manufacturer narrative:
On 11/15/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/15/2018 , the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: implant discoloration and capsular contracture on 12/4/2018, device evaluation and investigation findings: upon receipt by mentor, the device contained gel with clear appearance. White material was observed within the device. Red material was observed on the shell surface. During gross examination, mentor product analysis lab indicated the shell appears intact with no observed anomalies. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Per procedure (B)(4) rev 1 (gel fill: cloudy/opaque devices), the cloudy/opaque condition is a cosmetic issue, there is no impact to the safety or efficacy of the implant. Also, it is shown to be non-toxic. Furthermore, the average complaint rate from may 2017 to may 2018 of the leiden memorygel breast implants (product with more complaints reported) is (B)(4)%, below the thresholds stated in dfmea 536-0003 rev 9. Therefore, the recommendation is to do not further investigate the issue and continue monitoring during the monthly trending meeting. Customer might use other words to report this issue such as yellowness or milky. The complaint of discoloration was not confirmed since no anomalies were found on the device. At this point it is not possible to determine the origin of the white and red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The severity level for this complaint code was determined to be a s1, which is defined as: limited (inconvenience or temporary discomfort, transient, or complaints). Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Furthermore, there were no patient consequences reported. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no DHR review is required at this time. Should more information become available, this complaint will be re-assessed. Per procedure (B)(4) rev 1 (gel fill: cloudy/opaque devices), the cloudy/opaque condition is a cosmetic issue, there is no impact to the safety or efficacy of the implant. Also, it is shown to be non-toxic. Furthermore, the average complaint rate from may 2017 to may 2018 of the leiden memorygel breast implants (product with more complaints reported) is (B)(4)%, below the thresholds stated in dfmea 536-0003 rev 9. Therefore, the recommendation is to do not further investigate the issue and continue monitoring during the monthly trending meeting. Customer might use other words to report this issue such as yellowness or milky. No corrective action will be taken at this time. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Furthermore, there were no patient consequences reported. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no DHR review is required at this time. Should more information become available, this complaint will be re-assessed. As part of our on-going commitment to quality, mentor will continue to further investigate this occurrence. Complaint trends for these types of event will continue to be closely monitored by mentor's customer quality department. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The patient has again decided to post pone her surgery again she may choose to proceed in (B)(6) 2020. The reason for one more surgery is unknown. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent breast augmentation revision with mentor memoryshape breast implants 555 cc. During a revision surgery the doctor noticed bilateral discoloration of the memory shape implants. The patient experienced bilateral capsular contracture baker grade IV. As a result, the patient had undergone removal without replacement on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 12/10/2019, during visual inspection of the device it was observed with no apparent damage and no discoloration was observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).